Event description:
New information noted that the right ventricular lead was capped and replaced (B)(6)2021. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed their right ventricular (rv) lead was sensing noise and had varying impedance. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.